Manufacturer narrative:
This report is associated with (B)(4), biotene original oral rinse.

Event description:
Brain cancer [carcinoma brain]. Lymph node metastasis [lymph node metastases]. Case description: this case was reported by a consumer and described the occurrence of unknown cause of death in a (B)(6) female patient who received glucose oxidase (biotene original oral rinse (savannah)) mouth wash (batch number unk, expiry date unknown) for dry mouth. On an unknown date, the patient started biotene original oral rinse (savannah). On an unknown date, an unknown time after starting biotene original oral rinse (savannah), the patient experienced unknown cause of death (serious criteria death and gsk medically significant), carcinoma brain (serious criteria gsk medically significant) and lymph node metastases (serious criteria gsk medically significant). On an unknown date, the outcome of the unknown cause of death was fatal and the outcome of the carcinoma brain and lymph node metastases were unknown. The reported cause of death was unknown cause of death. The reporter considered the unknown cause of death to be unrelated to biotene original oral rinse (savannah). It was unknown if the reporter considered the carcinoma brain and lymph node metastases to be related to biotene original oral rinse (savannah). Additional details, adverse event information was received on 23 august 2016. The consumer reported an adverse event of death unrelated to product for her daughter. The consumer said her daughter used the biotene oral rinse up until she died. The consumer said her daughter had brain cancer, radiation, it got to her lymph nodes. The consumer said through genetic testing, the cancer was not hereditary.